Event description:
A report was rec'd involving pro osteon implant 200 granular bone void filter which were used to augment the alveolar ridge of the maxilla. After implantation, the granules were contained only with a treatment denture. It was reported that some of the granules migrated to the vestibule. A subsequent surgery was performed a few weeks after placement to trim the soft tissue and remove a portion of the pro osteon implant 200. The pt's current oral surgeon stated that this implant was related to "the shortcomings of the implant technique, not the product" as the implanting surgeon did not contain the granules within the periodontium.